Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked. Additionally, it was reported that the customer experienced low and elevated blood glucose (bg) levels after the pump touchscreen cracked. Customers bg levels ranged between "low" and "high". Customer addressed low bg level by drinking a soda and disconnecting from the pump. Reportedly, the customer continued to use the pump for insulin therapy.